Manufacturer narrative:
Concomitant devices: terumo radifocus guidewire and cordis smart control stent. (B)(6). The device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7x40mm powerflex pro pta catheter ruptured at 6 atmospheres (atm). Another non-cordis device was used to complete the procedure. There was no reported patient injury and the device will be returned for analysis. The patient was a female but her age was unknown. The target lesion was the left external iliac artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was 90%. For the procedure, a 7x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a non-cordis guidewire crossed the lesion (it is unknown if it was delivered without difficulty), a smart control stent was placed. Then, the powerflex pro was inserted in the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated for post-dilation; however, it ruptured at 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another new non-cordis balloon of the same size. The procedure was finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: the balloon of a 7x40mm powerflex pro pta catheter ruptured at 6 atm (six atmospheres). Another non-cordis device was used to complete the procedure. There was no reported patient injury. The patient was a female but her age was unknown. The target lesion was the left external iliac artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was 90%. For the procedure, a 7x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a non-cordis guidewire crossed the lesion (it is unknown if it was delivered without difficulty), a smart control stent was placed. Then, the powerflex pro was inserted in the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated for post-dilation; however, it ruptured at 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another new non-cordis balloon of the same size. The procedure was finished successfully. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of powerflex pro 7mm x 4cm 80cm balloon catheter was returned. Per visual analysis it was noted that the balloon had been inflated and deflated. No other damages were noted in the device. Per functional analysis a leak test was performed and the balloon was inflated to 10 atm (nominal pressure) and deflated with no leakage noted. A device history record (DHR) review of lot 17324214 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿